Manufacturer narrative:
The devices were not returned for analysis, a review of the lot history records and similar complaint reviews could not be performed as the part and lot information was not provided. The reported patient effects of mitral regurgitation, stroke, hemorrhage and emboli are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to limited information available from the article, a cause for the patient effects of unchanged mitral regurgitation, cerebrovascular accident (stroke) and access site bleed (hemorrhage), could not be determined. The reported embolism however, is related to the clip detaching from both the leaflets (expulsion). The reported additional therapies/non-surgical treatments and foreign body removal were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The clips remain in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: adjunctive use of fluoroscopy during mitraclip implantation reduces procedural complexity: the parallax technique. The single leaflet device attachment and clip embolization are filed under another MFR report number.

Event description:
It was reported through a research article, identifying the mitraclip clip delivery system, that may be related to the following: unchanged mitral regurgitation, stroke, access site bleed, complete clip embolization and intervention. Details are listed in the attached article, titled adjunctive use of fluoroscopy during mitraclip implantation reduces procedural complexity: the parallax technique please see the article for additional information.